Manufacturer narrative:
Event date is literature article published date transdermal balloon puncture for extracting remained un-deflated balloon below-the-knee lesion journal of the american college of cardiology (2017) 69:s327 doi.org/10.1016/j.jacc.2017.03.476

Event description:
This refers to a case-study published in a journal. The case-study describes a (B)(6) female patient suffering from right lower limb ulceration. Past medical history included chronic renal failure and hemodialysis. A CT angiography revealed the right anterior tibial (ata) occluded and the right posterior tibial artery (pta) narrowing accompanied with severe calcification. Endovascular treatment was attempted to be carried out for the ata. A non-mdt guidewire was passed through the cto lesion and the lesion was dilated using a non-mdt balloon which resulted in rupture at the middle of the lesion due to severe calcification. The lesion was then dilated using another non-mdt balloon which was unsuccessful in crossing the lesion. The lesion was debulked using a non-mdt device to allow the lesion to be crossed. A third non-mdt balloon was then used to dilate the lesion. Under angiography, the results were insufficient, so a rapidcross pta balloon was used. Withdrawal difficulties were experienced as the balloon failed to deflate. During attempts to remove the balloon, the balloon shaft broke off. An 18g needle was used trans-dermally to puncture the balloon. Following this, a non-mdt balloon was inflated inside the non-mdt guiding catheter to successfully remove the remaining balloon shaft.